Event description:
Medtronic received info that during the procedure, the stop on the ratcheted portion of this device broke off at the most distal part of the non-flexible portion of the device, at the point where it is attached to the articulating clamp. The piece was found on the surface of the right ventricle and was successfully removed from the patient with no adverse patient effects.

Manufacturer narrative:
Evaluation - other, device history reviewed. Results code - other, device history reviewed found the product met specs when released for distribution. Conclusion code - other, cause of event was determined to be over racheting of the device. Analysis - upon receipt at medtronic's quality laboratory, visual examination revealed that the dark gray jaw stop was broken off the top portion of the jaws. The broken piece of jaw stop was returned. The jaw stop was severely bent and appears to have been caused by over rotation of the jaws. Conclusion: analysis findings are consistent with over racheting of the jaw stop. The broken piece was retrieved with no adverse patient effects. Proper jaw rotation technique has been revisited with the surgeon.